Event description:
The patient came into the clinic and device was eos. The device had over 400 charges due to noise on the rv lead. The impedance trend shows no strong changes. The clinic is going to replace the lead and device and will send the lead back if it is explanted. The pdf of the interrogation is included with this report. On (B) (6) 2010, the pace/sense portion of this linox lead was capped and replaced with a setrox s 53, (B) (4). A lumax 340 dr-t, (B) (4), was also implanted.